Event description:
A medtronic representative reported that the probe tip got stuck in the pt's bone during a case. The pt had dense bone. The surgeon removed the awl/probe/tap (apt) driver handle and then had to use a vice grip to get the rest of the instrument assembly out. They discontinued use of the apt driver, but continued to use the passive planar blunt probe instead for navigation localization. No impact on pt outcome was reported.

Manufacturer narrative:
A replacement probe tip and apt driver were sent to the site for issue resolution. The shaft of the driver has been broken loose and there are divots on the head of the shaft indicating repeated hammer blows. Otherwise, the driver accepts instruments and handle without issue.